Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the probable cause, it was assumed that the event occurred due to a defect in the g1 board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty printed circuit board. Cosmetic wear and tear were also found on the housing of the device, but this is considered normal. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the high-definition lcd monitor, there was an intermittent power issue; the customer tried swapping out bulbs, but this did not resolve the issue. The issue was found at preparation for use and there was no patient harm associated with the event.